Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. A bend was observed to the distal end of the catheter shaft. Delamination was evident to the proximal and distal ends of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. No other deformation was evident to the remainder of the device. The reported inability to advance could not be confirmed through analysis. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a puncture of the left femoral artery was performed and a 6 french(fr) introducer sheath was placed along with a pigtail catheter. A 18 fr introducer sheath was placed in the right femoral artery. Intraventricular and intra-aortic pressures were measured with a gradient of 105 millimeters of mercury (mmhg). A confida guidewire was used. A pre-implant balloon dilation was performed with a 23 millimeter (mm) balloon. The valve was attempted to be advanced but due to tortuosity of the aortic arch, descending aorta and horizontal aorta, the valve was not able to cross the aortic arch. The confida guidewire was exchanged for a non-medtronic guidewire (becker meier) and was still unable to cross the valve. An attempt was made to use a snare but was also unsuccessful. A left ventricular/aortic gradient was measured revealing a gradient of 35 mmhg. Aortogram showed no evidence of aortic regurgitation and an image revealed an ascending aortic dissection. The patient showed sensory deterioration. As the valve couldn't be implanted, the procedure was aborted. The patient went into the intensive care unit (ICU) hemodynamically stable, without inotropic support and with decreased activity in the right side of the body. The patient's family was informed and the family reported not accepting treatment that required a sternotomy.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012413026); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a puncture of the left femoral artery was performed and a 6 french(fr) introducer sheath was placed along with a pigtail catheter. A 18 fr introducer sheath was placed in the right femoral artery. Intraventricular and intra-aortic pressures were measured with a gradient of 105 millimeters of mercury (mmhg). A confida guidewire was used. A pre-implant balloon dilation was performed with a 23 millimeter (mm) balloon. The valve was attempted to be advanced but due to tortuosity of the aortic arch, descending aorta and horizontal aorta, the valve was not able to cross the aortic arch. The confida guidewire was exchanged for a non-medtronic guidewire and was still unable to cross the valve. An attempt was made to use a snare but was also unsuccessful. A left ventricular/aortic gradient was measured revealing a gradient of 35 mmhg. Aortogram showed no evidence of aortic regurgitation and an image revealed an ascending aortic dissection. The patient showed sensory deterioration. As the valve couldn't be implanted, the procedure was aborted. The patient went into the intensive care unit (ICU) hemodynamically stable, without inotropic support and with decreased activity in the right side of the body. The patient's family was informed and the family reported not accepting treatment that required a sternotomy. Additional information was received indicating that the cause of the aortic dissection is unknown. Per the physician, it is unknown whether the dcs caused or contributed to the aortic dissection. A stroke was not confirmed.

Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 image review: 3 fluoroscopic cine loops of the pre-balloon dilation and implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Adverse events that may be associated with the use of the evolut system include, but may not be limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Image 1 and 2 showed the pre-balloon dilation in an extreme horizontal aorta. Image 2 also demonstrated that the balloon inflation lifts the guidewire away from the greater curve of the aorta which makes the portion of the guidewire in the ascending aorta slide along the vessel wall. Images 3 and 4 exemplify the extreme horizontal aorta anatomy and a great forward tension that is applied to the evolut catheter (bent catheter tip) to cross the native valve, and that there is a lot of guidewire in the left ventricle. Image 5 provided visual confirmation of the ascending aorta dissection that was reported. It can be stated that the extreme patient anatomy required increased forward push on the delivery catheter to attempt crossing the native valve, which in turn caused a lot of contact between the delivery system, guidewire and balloon with the ascending aorta. This could have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.